Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 400 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer reported several bleeding sites with different infusion sets. The customer had already troubleshot the issue. The customer was sent replacement sets to resolve the issue.